Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7115760.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming. X-ray revealed lead migration. The patient underwent a revision procedure wherein the leads were relocated and remain implanted. The patient was doing well postoperatively.